Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed sensor error and then calibration error. Customer does not recall any significant events leading to the error. Customer's blood glucose was 400 mg/dl at the time of incident and later went down to 200 mg/dl. Customer declined to troubleshoot as she was tired. Customer was advised to monitor device and call back if any further assistance is required.